Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) reported the system had been implanted on (B)(6) 2022 with baclofen 500 mcg/ml at 25 mcg/day. The patient had a history of congenital brain anomaly with schizencephaly, incomplete formation of the brain, developmental delay, and spasticity-mostly of the lower limbs. The system implant surgery was reported to have went well without complication. Following the system implant the patient developed fluid collection under the pump incision, a fever, and drainage at incision site. On (B)(6) 2023 the patients labs appeared normal but they were started on IV and oral antibiotics. The patient revisited the emergency room on (B)(6) 2023 with complaints of abdominal drainage and spiked fevers. The patient was then admitted to the pediatric floor and the pump was removed on (B)(6) 2023. After explant the patient was restarted on oral baclofen 15 mg three times a day, placed on vancomycin, blood cultures were taken. The abdominal tissue and fluid grew staph aureus on (B)(6) 2023. Vancomycin was then discontinued and they were started on oral clindamycin 270 mg on (B)(6) 2023 that ended on (B)(6) 2023. The patient clinically improved and was discharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the hcp inquired about collet location in an x-ray. It was reported the patient has had intermittent issues since implant. It was reported the patient had swelling on top of the pump site. It was reported the patient was very skinny so the pump sticks out markedly. It was reported the patient came in on (B)(6) 2023 with a fever, increased spasticity "boggy," and recently weaned off of oral baclofen. It was reported the hcp was concerned about possible seroma. Technical services reviewed dye study if concern about catheter location/patency. It was reported the patient labs came back normal. It was reported the patient had their pump and catheter explanted on (B)(6) 2023 due to infection.